Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo connector was repaired. There were screws missing from the keyboard, these were replaced. Cracks were found on the frame and monitor cart assembly during the svc call. The customer was advised not to use the system.

Event description:
It was reported that the 9400 system had no image on the left monitor. Also the keyboard and monitor tower were loose. No pt injury was reported.